Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported clip opening while locked could not be determined. The reported additional mitraclip implanted is the result of case-specific circumstances, as an additional mitraclip was implanted to further secure the opened clip and to further reduce mitral regurgitation. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report after clip deployment, the clip opened slightly requiring a second clip for further stabilization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully. After clip deployment, the clip slightly opened to 50 - 60 degrees and the residual mr slightly increased. The clip remained stable on both leaflets; however, a second clip was used to further secure the first clip and reduce mr. Two clips implanted, reducing mr to 2-3. No additional information was provided.